Manufacturer narrative:
The initial reported event of fracture, inappropriate therapy, high thresholds, high impedance and noise was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: 457453 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds, high impedance and noise. In addition a lead integrity alert (lia) triggered due to sensing integrity counter (sic) and high rate non-sustained episodes. The patient also received inappropriate high voltage therapy due to suspected lead fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.